Event description:
About a week after my tubal ligation I started feeling anxious, a feeling of doom came over me. A couple of weeks later, I started feeling fatigue, then 2 months past and started having severe headaches, forgetfulness, hot flashes, bone pain, hair loss, depletion of potassium and vitamin d. I was very athletic before my tubal ligation my muscle mass is deteriorating, I can't even complete more than 2 min of a 25 min warm up. I feel like an old lady.